Event description:
The patient had a bad fall and wasn't 'acting right'. The patient was admitted to the hospital and his status was reported as 'serious'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178-2008-05069.